Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was not returned to the fisher & paykel healthcare for an evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported tha the audible alarms of two mr850 respiratory humidifiers were not functioning. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A third-party vendor reported on behalf healthcare facility in california that the audible alarm of a mr850 respiratory humidifiers was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A third-party vendor reported on behalf healthcare facility in (B)(6) that the audible alarm of a mr850 respiratory humidifiers was not functioning. There was no patient involvement.